Manufacturer narrative:
Philips service replaced the defective lan cable and single link dvi-extender cable 30m and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the console monitor was non-functional, requiring replacement of the lan cable on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.